Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 41(motor power supply voltage error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the alarm and was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test due to constant pump error 39 alarm during rewind. Pump history was download successfully. Unit was cut/open and inspected no moisture damage at the motor assembly. Unit received pump error 39 alarm during rewind due to isolated to motor assembly noted. Pump error 39 was found in the formatted history file on the event date. Isolated to the motor assembly. 12/05/2025 18:30:57.000 alarmalertnotification (40) faultnumber: motorcurrenterror (39). Pump error 41 was found in the formatted history file on the event date. Isolated to the motor assembly. 12/05/2025 18:27:08.000 alarmalertnotification (40) faultnumber: motorvoltageerror (41). The test p-cap locks properly in place in the reservoir compartment noted. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Alarm-a343-pump error 41 confirmed and alarm-a341-pump error 39 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.